Manufacturer narrative:
No further reports of tones being emitted from the s-ICD or that another bd alert has been observed since the last bd alert warning screen was cleared. This s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an unrelated non-cardiac procedure. Following the procedure, the s-ICD was emitting tones. An interrogation was performed and a message appeared indicating a battery depletion (bd) alert was recorded. The device was checked and all measurements were in normal range. No shocks were delivered. The s-ICD was interrogated two hours later and the warning screen was no longer observed. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for additional assistance. The ts consultant discussed that the bd alert could indicate a potential premature battery depletion issue or it could be unintended due to either a long telemetry session or prolonged magnet exposure during the previous non-cardiac procedure. Additional troubleshooting was discussed. No adverse patient effects were reported.